Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, the adhesive around the objective lens peeling was mostly likely caused by stress due to repeated use, external factors, or handling. However, the root cause of the events could not be determined. The inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection 3.3 inspection of the endoscope". Inspection of the endoscope: 4 inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. 5 carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. 7 inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. 8 wipe the video connector, including the electrical contacts using a clean lint-free cloth. Also confirm that the electrical contacts are completely dry and clean. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. In addition to the peeling adhesive around the objective lens, other evaluation findings are as follows: there was a scratch on the bending section cover; the adhesive on the bending section cover was chipped; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the angle knob torque of the forceps elevator lever at the engage exceeded the standard value due to damage on the forceps elevator lever; the forceps elevator lever was dirty; the indication on the light guide connector was not correct; the video connector case had a crack; and the video connector was deformed with a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the flex deflectable videoscope's connector vent metal broke. There was no report of patient harm. The device was returned, evaluated, and it was found that the adhesive around the objective lens was peeling. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.